Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the beds were dropping off the central nurse's station (cns), so the unit was rebooted. After rebooting the cns, it started to boot loop. While trying to set up a spare cns, they returned to the floor to double-check the cns and noticed it was back up and running. Nothing was done to the unit to get it out of boot looping. At this moment, they stated they would monitor this cns to see if the issue returns. For now, everything is back up and running. Tech support (ts) suggested we could open an investigation into why the beds were dropping off the cns and advised to pull the logs. However, the customer did not seem interested in doing that. The hdds were replaced last year. The unit is connected via a kvm system. No patient harm was reported. Investigation conclusion: while trying to set up a spare cns, they returned to the floor to double-check the cns and noticed it was back up and running. Nothing was done to the unit to get it out of boot looping. At this moment, they stated they would monitor this cns to see if the issue returns. For now, everything is back up and running. Tech support (ts) suggested we could open an investigation into why the beds were dropping off the cns and advised to pull the logs. However, the customer did not seem interested in doing that. The hdds were replaced last year. As the customer did not submit logs for review, the root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. Complaint history review of the customer's account does not reveal similar complaints for the reported device. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device. Attempt #1: 01/29/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 02/12/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: 02/18/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that the beds were dropping off the central nurse's station (cns), so the unit was rebooted. After rebooting the cns, it started to boot loop. While trying to set up a spare cns, they returned to the floor to double-check the cns and noticed it was back up and running. Nothing was done to the unit to get it out of boot looping. At this moment, they stated they would monitor this cns to see if the issue returns. For now, everything is back up and running. Tech support (ts) suggested we could open an investigation into why the beds were dropping off the cns and advised to pull the logs. However, the customer did not seem interested in doing that. The hdds were replaced last year. The unit is connected via a kvm system. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the beds were dropping off the central nurse's station (cns), so the unit was rebooted. After rebooting the cns, it started to boot loop. While trying to set up a spare cns, they returned to the floor to double-check the cns and noticed it was back up and running. Nothing was done to the unit to get it out of boot looping. At this moment, they stated they would monitor this cns to see if the issue returns. For now, everything is back up and running. Tech support (ts) suggested we could open an investigation into why the beds were dropping off the cns and advised to pull the logs. However, the customer did not seem interested in doing that. The hdds were replaced last year. The unit is connected via a kvm system. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the beds were dropping off the central nurse's station (cns), so the unit was rebooted. After rebooting the cns, it started to boot loop. While trying to set up a spare cns, they returned to the floor to double-check the cns and noticed it was back up and running. Nothing was done to the unit to get it out of boot looping. At this moment, they stated they would monitor this cns to see if the issue returns. For now, everything is back up and running. Tech support (ts) suggested we could open an investigation into why the beds were dropping off the cns and advised to pull the logs. However, the customer did not seem interested in doing that. The hdds were replaced last year. The unit is connected via a kvm system. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device.